Event description:
It was reported that a patient's atrial lead exhibited noise. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in three pieces. Visual examination found three external abrasions breaching the outer insulation and exposing the outer coil distal to suture sleeve tie impression. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy.